Event description:
It was reported that the patient had an epidural hematoma. The physician evacuated the hematoma with no complications. Patient is stable and remains in the hospital under observation.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.